Manufacturer narrative:
Concomitant medical products: 3093-28 interstim urinary mgu lead, implanted: (B)(6) 2011; 3058 interstim urinary mgu ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the  right atrial (ra) lead exhibited a lead impedance alert. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no impedance issues were noted with the ra lead ¿ once off measurement only.